Manufacturer narrative:
No unexpected button error alarms noted. All buttons function properly. Insulin pump had corroded keypad traces noted during visual inspection. Insulin pump had minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, stained end cap sticker and stained address and serial number label.

Event description:
Customer reported that the insulin pump alarmed button error. Customer stated that the device was in his pocket, so it is possible there was some moisture. Blood glucose value is 110 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.